Event description:
Reportable based on device analysis completed on 11nov2024. It was reported that difficult tracking and balloon leak occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 80, 135cm mustang balloon catheter was selected for use. During preparation, the balloon was flushed, and it was noted that it could not cross over the v-18 wire. The balloon was inflated once at 10 atmospheres. Upon withdrawing, the balloon was noted to be leaking liquid. No pinhole was noted in the balloon. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed a balloon pinhole.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. The device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 5mm distal from the distal markerband. As per the mustang specification, the catheter is compatible with a 0.035in (0.89 mm) guidewire. The investigator successfully loaded a boston scientific 0.035in guidewire through the mustang device and removed it with no resistance encountered. The guidewire used by the customer was not returned for analysis. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified with the device and no patient complications were reported.